Event description:
It was reported that a flogard infusion pump ¿did not charge the battery.¿ the process step this event occurred during is unknown. There was no patient injury or medical intervention reported in association with this report, though patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(6). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. Functional testing revealed that the device did not run on alternating current (ac) power. The cause for the reported condition was determined to be a damaged ac power transformer. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.